Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported the insulin cartridge is empty but the pump did not display an e1 (cartridge empty) error message. Caller stated after changing the cartridge and during rewind of the piston rod, the pump shut off without displaying an e2 (battery depleted) error message. No adverse event reported. Requested return of the alleged device for evaluation.